Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: two suture loops broke in a row. The event occurred during the procedure but the products were not used on the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problems.